Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient's controller and batteries were becoming hot enough to cause skin blistering. There were no controller alarms during events of temperature increase. The pump power was within range and the pump is operating as expected. The patient was keeping the controller in a very thick padded vest made from denim material which did not allow air circulation which may be adding extra heat. The patient was advised to use the abbott vest with battery holster and leather pouch or to use a vest with a mesh pocket to allow for air flow. A rash/blistered area around the driveline was also reported. Related MFR # 2916596-2020-04616; 2916596-2020-04294; 2916596-2020-04298.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v battery overheating was not confirmed as the battery was not returned for analysis. Additional information provided stated that the patient was using a thick, padded vest to store the 14v batteries and system controller, which prevented proper air circulation and may have added extra heat to the equipment. The patient was advised to use the abbott vest equipped with battery holsters and a leather pouch, or to find a vest that has a pouch that allows for proper air circulation. Additional information provided after instructing the patient to change the vest stated that the overheating issue resolved. The submitted log file contained approximately 38 days of data (18jul2020 ¿ 25aug2020 per the timestamp). No notable alarms were active in the log file. The data in the log file did not indicate any issues with the 14v batteries. The pump maintained a speed above the low speed limit without issue throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis; however, the reported event appears to have been due to the patient using a thick, padded vest to store the system controller and 14v batteries, which prevented air from circulating properly and causing the equipment to overheat. The heartmate ii instructions for use (IFU) and patient handbook inform the user to only use accessories specified or sold by abbott and not to cover the external equipment with insulating material, such as a blanket, to avoid elevated temperatures. The IFU and patient handbook also instruct the user to avoid contact on bare skin under elevated temperatures. The documents also provide an overview of the various equipment that is available for the patient, including equipment to hold the system controller and the 14v batteries, such as the battery holster and the holster vest. Additionally, the IFU and patient handbook explains how to properly use the battery holster and the holster vest. No further information was provided. The manufacturer is closing the file on this event.